Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Pacing inhibition was also observed. An invasive procedure was performed. The lead appeared to be fractured and was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.